Event description:
Additional information received reported patient did not charge the device over several occurences. It was also reported device was replaced (B)(6) 2012 - day was not specified. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient failed to charge her device and was unable to do a trickle charge. The patient was scheduled for a replacement surgery. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced telemetry issues. An ins overdischarge was suspected. The patient stated that the battery wouldn't hold a charge, though it was noted that information provided by the patient may have been inaccurate. Several physician mode recharges were attempted without success. No other troubleshooting or interventions were performed, and it was reported that the patient planned to discuss the next steps with her physician.

Manufacturer narrative:
(B)(4). Lead: model 377845, lot# v013536, implanted: (B)(6) 2007, explanted: na; lead: model 377845, lot# v013536, implanted: (B)(6) 2007, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; programmer: model 37742, serial# (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins was received in an over discharged state. According to the trace report taken from the ins, it was recharged on (B)(4) 2008 and (B)(4) 2008 and then not recharged until (B)(4) 2009. The last recharge done while the ins was implanted was on (B)(4) 2009. The ins went to the lock mode on (B)(4) 2009. It was not again recharged until one full physician mode was done in the analysis lab and the telemetry was returned. After the telemetry was restored, the ins functioned properly.

Event description:
Additional information received reported that the normal battery depletion occurred. It was noted that the patient requested a battery replacement and the device was explanted on (B)(6) 2012. No patient injury was reported. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.